Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the ful lead was returned and analyzed and no anomalies were found. However, the inner insulation was kinked/buckled, blood was present in/on the helix/lobe mechanism and the lead was stretched. Visual analysis revealed that there was apparent explant damage.

Event description:
It was reported that the day after implant, the lead exhibited undersensing, exit block, and high impedances. During the lead revision procedure, the patient complained of pain while the lead was being manipulated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.